Event description:
The patient reported that the buttons have been intermittently unresponsive for past few weeks. Reports has to press button multiple times to get responsive at times. Pump not exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was observed to be swollen. The buttons were found to be intermittently responding. The keypad was removed and the 'up' and 'down' button contacts were found to be misaligned. Adhesive was observed under the button contacts.